Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup. Solution is dried on the lens. Both haptics are broken in the gusset area-returned. The product investigation could not identify a root cause for the reported lens subluxed. Lens damage was observed which is typical of lens removal. Information was provided that the surgeon indicated the event was related to previous eye trauma. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported an intraocular lens (iol) that was exchanged due to initial trauma to the eye and subluxation of the iol.